Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the customer complaint cannot be duplicated. The returned pm board passed all testing.

Manufacturer narrative:
(B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit logged a message stating post led failure. The customer contacted product support and verified with customer that there is an error code in the diagnostic logs. Product support dispatched field service for power switch overlay replacement. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
MFR date: 08feb2021. Date of report: 12april2021. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. There was no delay in therapy and no harm reported. The authorized service engineer (ase) replaced the power management board to address the reported issue.